Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: at what firing did the issue occur? How was the device removed from the tissue? Was there any tissue damage due to removing the device? If so please explain the damage? How was the tissue repaired?

Event description:
It was reported that during a robotic lobectomy procedure, after firing, the blade did not returned and got stuck midway at the pulmonary vein. They pressed the anvil release button, but anvil jaw did not open again. They pressed the manual knife reverse switch, and pressed firing trigger to take blade back. After that, they pressed the anvil release button to open the jaw. It did not open. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec45a device was returned with the knife jammed and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and evidences of corrosion were noted inside the shaft tube, jamming the internal components. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: at what firing did the issue occur? At second firing how was the device removed from the tissue? They applied clamp on both side of stapler at vessel and take out device slowly by pulling it in closed position. Was there any tissue damage due to removing the device? No. If so please explain the damage? How was the tissue repaired? Device had stapled the vessel but jaw did not open after firing.